Event description:
Customer complaints blood leak during first use. Blood flow rate, 61 ml/min, tmp, 52mmhg. No pt harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event, and the case is considered closed.